Event description:
The new IV(intravenous) catheters are a problem and causing multiple sticks and poor patient satisfaction. Seasoned rn attempted IV, got in the vein with blood flashback, fluids would not infuse. Patient had to be stuck a 2nd time.